Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity were not provided. The product has not yet been returned for analysis and testing. Additional information will be submitted within 30 days upon receipt. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during the procedure, the unspecified stent would not pass through the 150/5cm prowler select plus microcatheter (606s255x/17635264). The catheter was replaced and the procedure was completed. There was no report of consequence or impact to the patient. The product will be returned for analysis. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Describe event or problem - additional information received indicated that the difficulty occurred during advancement through the catheter. The issue required that all concomitant products be removed together. The replacement catheter was used successfully with the stent to complete the procedure. The procedure was a stent-assisted coil embolization of an intracranial aneurysm. The product was prepped and used according to the instructions for use (IFU). The catheter and associated stent did not kink or bend at any time prior to the issue. The introducer was fully seated and secured in the catheter hub during introduction of the stent into the catheter. An adequate continuous flush was maintained though the catheter. There was no obstruction in the catheter due to material that may be injected into the patient. No visible product damage was noted after removal. The user did not apply excessive force during the procedure. The event did not result in a procedural delay. The associated stent is not available for return. Initial reporter - occupation: surgeon; (B)(6). Complaint conclusion: as reported by a healthcare professional, during a stent-assisted coil embolization of an intracranial aneurysm, the unspecified stent would not pass through the 150/5cm prowler select plus microcatheter (606s255x/17635264). The difficulty occurred during advancement through the catheter and the issue required that all concomitant products be removed together. The replacement catheter was used successfully with the stent to complete the procedure. There was no report of consequence or impact to the patient. The product was prepped and used according to the instructions for use (IFU). The catheter and associated stent did not kink or bend at any time prior to the issue. The introducer was fully seated and secured in the catheter hub during introduction of the stent into the catheter. An adequate continuous flush was maintained though the catheter. There was no obstruction in the catheter due to material that may be injected into the patient. No visible product damage was noted after removal. The user did not apply excessive force during the procedure. The event did not result in a procedural delay. The associated stent is not available for return. A non-sterile prowler select plus 150/5cm microcatheter was received coiled inside of a pouch. The received device was inspected and found compressed at 8cm and 10cm from the distal end. The inner diameter (ID) was measured and was found within specification. An 018¿¿ lab guidewire was introduced into the microcatheter from the hub and resistance/friction was encountered as the guidewire passed through the compressed section of the microcatheter. When it was passed through of the compressed section. A review of the manufacturing documentation associated with this lot revealed that one unit was rejected due to a small ID and could be related to the reported complaint. However; the device history record review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The reported customer complaint ¿catheter (body/shaft) -obstructed-in patient with loss of mc cerebral target position¿ could not be confirmed during functional analysis. Without the return of the associated stent, the reported event could not be duplicated at bench level. The failure experienced by the customer may have been related to the compressed section noted on the microcatheter. Neither the device history record review nor the product analysis suggest that the reported failure and damages found could be related to the manufacturing process of the unit. Additionally, inspections are in place that prevent damaged products from leaving the manufacturing facility. The exact cause of the event could not be conclusively determined; however, it appears that circumstances of the procedure may have contributed to the event and damages noted on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.